Manufacturer narrative:
Product evaluation: the product investigation could not identify a root cause. Information was provide that the lens was implanted (B)(6) 2018. Symptom appears (B)(6) 2018, was similar to the symptoms of intraocular lens rejection. Symptoms resolved after four days of treatment. It is stated symptoms reappeared one week later but the date provided is one month later (B)(6) 2018. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported "fuzzy red pain" in an eye following an intraocular lens (iol) implant procedure. The patient was admitted to the hospital and topical treatment was administered. Four days later, the reaction disappeared and the patient was discharged. The symptoms returned and the patient was readmitted. The lens remains implanted.